Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy. Additionally, it was reported that an occlusion alarm occurred. Customer's continuous glucose monitor read "high", however, specific blood glucose (bg) value was not provided. Customer administered a manual insulin injection to address elevated bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.